Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: lap hernia repair. According to the reporter: the oval dissection balloon burst while in pt during the case. Concern was brought up for the potential of "balloon fragments" left behind in the pt. No pt injury was reported.